Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient. Product ID 3 889-28, lot# va0krqg, implanted: (B)(6) 2014, product type: lead. Product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The consumer reported a return of urinary symptoms in (B)(6) 2015, noting it was "hard to go." The patient had botox injected on (B)(6) 2015 as a result of the event as it helped her go. The patient had not been feeling stimulation for 2-3 weeks and was not able to increase settings. Instead, the amplitude "changed on its own and went down." Turning the programmer off and back on did not resolve the issue, and a poor communication screen was shown instead. It was determined that the implantable neurostimulator (ins) was not on. Turning the ins on and increasing settings resolved the stimulation sensation and setting issue. Additional information received from the consumer weeks later reported that the return of symptoms issue and device issues had resolved. The patient stated was unsure how the voltage settings decreased on their own, but the issue had been resolved. In was noted that somehow" the off button was punched and the patient thought they were "acclimating to the current." Pudendal nerve block was reported, but the date was unknown. The patient was indicated for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that patient experienced painful stimulation. It was noted that decreasing the amplitude eliminate the uncomfortable stimulation which resolved the issue. The patient also mentioned that last year their buttons were touched and she was jolted and screamed. It was stated the patient was at 4.9 and it went to 1.4 "felt like someone blew you in to an electrical socket ". It was stated that the patient ran back, had the antenna put over the implantable neurostimulator (ins) and turned down the stimulation. The patient was able to turn the stimulation down. "It was at 4.9 for months" " it was stated that the patient didn't know once the batteries went dead, it would back up on her and had a residual of 500." The patient called because she couldn't feel it and was not seeing the lightning bolt.